Event description:
The distributor contacted heartsine to report that their device was turning on and off automatically. A device turning off automatically may prevent or delay defibrillation, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to a failure of the capacitor, c9. The device was scrapped by heartsine.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Device turning off automatically may prevent or delay defibrillation, which could result in adverse consequences. No patient involvement.